Event description:
It was reported that the patient experienced syncope, fell, and hurt herself. It was also noted that the emt (emergency medical technician) reported a rate of 30 beats per minute. The caller indicated that the pacing system showed appropriate capture and sensing when checked after the event. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.